Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues, including the pump shutting off and going blank, unexpected pump restarts, and the transmitter not lasting the expected 7 days. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884.

Manufacturer narrative:
Unable to verify transmitter anomaly (transmitter won't last 7 days) due to pump was received without the original transmitter. Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump. Low battery alert was found on: 03/15/2025 19:08:00.000. Replace battery alert was found on: 03/16/2025 04:39:00.000. Insert battery alarm was found on: 03/16/2025 05:11:36.000. Replace battery now alarm was found on: 03/16/2025 05:10:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 02-apr-2025 at 06:28:59.000. There was no power data available for the date of 15-mar-2025 and 16-mar-2025. Unable to check power data for low battery alert, replace battery alert and replace battery now alarm. No unexpected low battery alert, replace battery alert and replace battery now alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 19-mar-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 03/13/2025 07:05:48.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for blank display was not confirmed unable to verify transmitter anomaly (transmitter won't last 7 days) due to pump was received without the original transmitter. Customer alleged for transmitter anomaly (transmitter won't last 7 days) was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.